Manufacturer narrative:
Visual inspection: the visual inspection has shown that one cutting tooth at the forefront is broken off. The broken piece was not sent back. The cutting edges of the remaining teeth are worn. Summary: there was no information provided how or when the reamer broke or if a power tool was used, this makes it impossible to determine an exact root cause. We can only assume that an excessive contact between the reamer and a screw, for example by too much lateral stress during the removal of a screw, caused a mechanical overload and finally the breakage. In general, we would like to point out following statement from page 31 in the extraction screw set handling technique (art. 036.000.918: important: the hollow reamer and the extraction bolt are left-turning (to be turned anticlockwise). During insertion ensure that enough axial pressure is exerted and maintain the axis. Only use instruments with sharp edges. It is possible to use the hollow reamer with power tools, but this should be done very carefully. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 36598 (309.068) lot: 9430163 manufacturing site: (B)(4) release to warehouse date: 17.june 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during decontamination, a spare reamer tube for hollow reamer and an extraction bolt were found to be broken. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) spare reamer tube. This report is 1 of 2 for (B)(4).